Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52, lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that on the day of implant following pocket closure, the lead was found to be dislodged. The lead revision attempt was noted to be difficult, and the physician felt as though "the helix is not extending and extracting [sic] appropriately." Ultimately the lead was explanted and replaced. No patient complications have been reported as a result of this event.